Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no strange noise or moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm occurred during self test as well as insulin pump was making a strange noise. Customer¿s blood glucose level was 108 mg/dl. Customer stated that the home screen did not saying anything. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and the test did not pass. Customer states buttons were neither pressed nor accidentally pressed. However, customer also reported that the notification light was blinking. Troubleshooting was performed. The insulin pump will be returned for analysis.